Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she had one tampon with a string missing and another tampon where the string was significantly too short. She had to go to the gynecologist for removal of the tampon. Multiple attempts have been made to obtain further information however no further information has been received.